Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal tip of the microcatheter was detached. The patient was undergoing surgery for treatment of a dural arteriovenous fistula. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 10mm. It was reported that the patient had dural arteriovenous fistula, 6f envoy was used as support, and the apollo microcatheter was placed into the supply artery under the guidance of synchro-10 guidewire. By pushing the contrast medium by hand to find a suitable angle, and placing it under the road map, it was found that the guide wire was suspected to be kinked at the detachment point, and the tip of the microcatheter was detached, so the apollo microcatheter was immediately pulled out of the body. The surgeon stated that the apollo microcatheter had quality issues and would not charge for it. Catheter separation/break occurred during use. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis #706475224:¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box; within a plastic bio-pouch and within a dispenser coil. The synchro-10 guidewire used in the event was not returned. The synchro-10 guidewire has a labeled distal od (outer diameter) of 0.010¿ and proximal od of 0.012¿ and is hydrophilically coated, as per an online source. Per the apollo IFU (instructions for use) the apollo is not compatible with nonhydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter. Therefore, it appears the synchro-10 guidewire is compatible for use with apollo. ¿ damage location details: upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The 3.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable 3.0cm tip was detached and not returned. No other anomalies were observed. ¿ testing/analysis: the apollo total and usable lengths were measured to be within specification and the distal floppy length was measured to be ~24.7cm which is within specification. The ldpe coupling tube overlap length was measured to be 1.5mm which is within specification. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges), repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm, or use of incompatible guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported tip detachment occured during navigation through the guide catheter. There was resistance when the apollo was being advanced. There was no resistance when the apollo was being retrieved. The catheter tip was left in the body in the m3 section. It was not embedded in the onyx cast. Retrieval of the tip failed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.